Manufacturer narrative:
Date sent to the FDA: 01/12/2021. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced urinary hesitancy, difficulty voiding, pelvic pain, dyspareunia, and vaginal bulge. It was reported that the patient had a gynecological procedure on (B)(6) 2010 and mesh was implanted. Other procedure was captured in a separate file. No additional information was provided.